Event description:
It was reported that this device was exhibiting premature battery depletion behavior. The device had previously showed 10.5 years of battery longevity remaining, which was observed early last year; however, the battery is currently showing two years remaining. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of the diagnostic data confirmed that the power consumption of this device has been increasing for over a year. The power consumption is expected to continue increasing. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. The device had previously showed 10.5 years of battery longevity remaining early last year; however, the battery is currently showing two years remaining. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of the diagnostic data confirmed that the power consumption of this device has been increasing for over a year. The power consumption is expected to continue increasing. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It was noted from the field representative that this device was not kept for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.